Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead.

Event description:
Additional information received from the manufacturer's representative (rep) reported the consumer fell down a spiral staircase about three months ago. They saw their physician who suggested a battery replacement since they felt no stimulation after the fall. X-rays from that visit indicated the leads migrated from t7 to t8 with impedance tests revealing electrodes two and three were greater than 40,000 ohms. The others were high as well and the consumer had no perception with the left lead. The rep. Reprogrammed the right lead which allowed the consumer to regain perception in both legs and the very low back. The rep. Was going to follow-up with the consumer next week as the physician offered to possibly revise their entire system if they got no relief.

Event description:
A consumer reported they fell on their back where the implantable neurostimulator (ins) was located, and now the implantable neurostimulator (ins) wasn't working, meaning they weren't feeling stimulation. The consumer was able to adjust settings, and at one point they pressed around the base of their spine where they fell and landed, and could sometimes feel stimulation, but other than that they didn't feel stimulation normally no matter what position they were in.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of lumbar radiculopathy and spinal pain. It was reported that the patient was implanted with a new device because their old ins was not MRI compatible and they couldn't have adaptive stimulation as they were already replacing a damaged lead. The patient stated that they had fallen into a rail on a staircase and damaged the lead. The patient also stated that the first manufacturer's representative (rep) helping them was very nice but told them that the battery case was damaged. The first appointment with the patient's new healthcare provider (hcp) there was an impedance check done and it was found that the ins itself wasn't damaged, just one of the two leads were damaged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.